Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. During preparation, it was found that the device machine lines were aging and the acquisition (acq) could not start properly. The procedure was not completed due to this event. There were no patient complications.